Manufacturer narrative:
Patient information was requested, none was available.

Event description:
The customer reported that the device alarmed and shut down due to a data acquisition pcb adc reference failure. This occurred during patient transport . There was no patient harm.